Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent ongoing low blood glucose (bg) levels of 40 mg/dl. Reportedly, customer alleged that the basal settings needed adjustment. Customer also miscalculated a bolus which resulted in the low bg. Customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.